Event description:
Information received from the field notes that the patient was pacemaker dependent and three days post implant, went back to the hospital due to syncope. Loss of capture and torsade des pointes was noted. Capture was restored by increasing the output to 6 volts, but the next morning, capture was intermittent.